Event description:
It was reported that the patient was admitted to the hospital on the date of the report for treatment of withdrawal and detoxification. The pump reportedly malfunctioned and went empty without alarming. The reporter was angry and very upset. It was later reported that the patient missed his refill, and was refilled in the office the following week. The pump system was being used to infuse an unknown medication. No medications or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient did not show up for their refill appointment and the doctor was unable to accommodate them exactly when the patient wanted to be seen. It was believed the patient had their pump refilled the following monday or tuesday and it was thought nobody actually ended up reading the pump. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n279009, implanted: (B)(6) 2011, product type: accessory.